Event description:
During primary knee replacement surgery, it was discovered that the size 3 17.5mm poly insert was expired, resulting in a 20-minute extension of surgical time.

Manufacturer narrative:
The product and packaging were not returned for evaluation. The reported event is being confirmed based on the investigation findings and the reported date of event. Review of the device history records did not reveal any anomalies. A search of the complaint database did not reveal any other reports against the mfg lot. The investigation could not draw any conclusions about the root cause of the reported event; however, no evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.